Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('foreign-body material has been removed') in a female patient who had essure (batch no. 904748) inserted. On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Number: 904748 manufacturing date: 2011-09 expiration date: 2014-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-apr-2021: reporter and patient information were updated a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer via a lawyer and describes the occurrence of fallopian tube perforation ('perforation of fallopian tubes'), uterine perforation ('perforation of uterus') and device dislocation ('migration of essure') in a female patient who had essure (batch no. 904748) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), hypersensitivity ("allergic reactions"), dyspareunia ("dyspareunia"), pelvic pain ("pain"), feeling abnormal ("brain fog"), amnesia ("memory loss"), alopecia ("hair loss") and tooth disorder ("dental problems"). The patient was treated with surgery. Essure was removed. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, genital haemorrhage, hypersensitivity, dyspareunia, pelvic pain, feeling abnormal, amnesia, alopecia and tooth disorder outcome was unknown. The reporter considered alopecia, amnesia, device dislocation, dyspareunia, fallopian tube perforation, feeling abnormal, genital haemorrhage, hypersensitivity, pelvic pain, tooth disorder and uterine perforation to be related to essure. Number: 904748. Manufacturing date: 2011-09. Expiration date: 2014-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jan-2022: follow up was received via lawyer: events (previous event: medical device removal) were specified: pain, abnormal bleeding, migration of essure, allergic reactions, dyspareunia, perforation of fallopian tubes and uterus, brain fog and memory loss, hair loss and dental problems a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer via lawyer and describes the occurrence of fallopian tube perforation ('perforation of fallopian tubes'), uterine perforation ('perforation of uterus') and device dislocation ('migration of essure') in a female patient who had essure (batch no. 904748) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), hypersensitivity ("allergic reactions"), dyspareunia ("dyspareunia"), pelvic pain ("pain"), feeling abnormal ("brain fog"), amnesia ("memory loss"), alopecia ("hair loss") and tooth disorder ("dental problems"). The patient was treated with surgery. Essure was removed. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, genital haemorrhage, hypersensitivity, dyspareunia, pelvic pain, feeling abnormal, amnesia, alopecia and tooth disorder outcome was unknown. The reporter considered alopecia, amnesia, device dislocation, dyspareunia, fallopian tube perforation, feeling abnormal, genital haemorrhage, hypersensitivity, pelvic pain, tooth disorder and uterine perforation to be related to essure. Lot number: 904748. Manufacturing date: 2011-09. Expiration date: 2014-09. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 3-feb-2022: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('foreign-body material has been removed') in a female patient who had essure (batch no. 904748) inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Number: 904748, manufacturing date: 2011-09, expiration date: 2014-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-sep-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('foreign-body material has been removed') in a female patient who had essure (batch no. 904748) inserted. On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: case upgraded to serious incident. Event foreign-body material has been removed was added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.